Event description:
As reported, when a 6f exoseal vascular closure device (vcd) was fully connected with the non cordis 6f sheath, the wire loop was note deployed. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored, prepped, and used as per the instructions for use (IFU). The physician achieved certification on the use of exoseal. There were no visible signs of device/package damage prior to use. A retrograde approach was used. This was an interventional procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, when a 6f exoseal vascular closure device (vcd) was fully connected with the non-cordis 6f sheath, the wire loop was not deployed. The exoseal and vascular sheath introducer were removed and manual compression was used to achieve hemostasis. There was no report of patient injury. The device was stored, prepped, and used as per the instructions for use (IFU). The physician achieved certification on the use of exoseal. There were no visible signs of device/package damage prior to use. A retrograde approach was used. This was an interventional procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The physician did not have the thumb placed on the plug deployment button during retraction. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device - 6f¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted into an unknown non-cordis catheter sheath introducer (csi) of the proper french size, which presents a kinked condition located approximately 14 cm from the distal tip; the deployment lever is partially depressed; indicator window was received partially black/white/red color; plug is partially deployed with one piece still mounted not deployed and the remained piece fully deployed; cowling guard was received locked; back bleed port is in a partially deployed position. Indicator wire is retracted. No other outstanding details were noticed. Dimensional analysis was performed to verify the outer diameter (od) and inner diameter (ID) of the delivery shaft, measurements were taken near the damage. Dimensional analysis results were found within specification. The functional analysis was performed. The deployment process was resumed. The deployment button that was received partially depressed was pushed down. It was fully depressed. The plug was fully deployed, and the back bleed port was set on the deployed position. The device resumed the deployment process successfully. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. Interior mechanism was inspected observing that the parts are correctly assembled. Based on the information available for review and the product analysis, the reported customer even of ¿indicator wire deployment difficulty unable¿ was not observed. A kink on the delivery shaft was observed. The partially deployed plug observed was due to partial depression of the lever. The device was received with the deployment lever partially depressed, and consequently, the plug is partially deployed with one piece still mounted not deployed, and the remaining piece fully deployed; cowling guard was received locked. Indicator wire is retracted. Dimensional analysis was performed due to the kink observed and found within specification. The deployment process was resumed. The device resumed the deployment process successfully. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis did not provide evidence to suggest the observed kink was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.